Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 07jan19. Date rec¿d by MFR: 06jan19. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31dec2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit displayed a high co2 error and it was discovered that the port was plugged. Clearing the internal exhalation port resolved the issue, however, during the pvt (performance verification test) it was discovered that the air flow accuracy failed and the flow reading was off. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.